Event description:
It was reported that after successful stent deployment, difficulties were encountered deflating the stent delivery system (sds). Multiple attempts were required to deflate the balloon. No pt effects were reported.